Event description:
In trying to validate the pt's need for home oxygen, it was determined that the blood gas results did not match the pulse oximeter reading. Upon troubleshooting the pulse oximetry equipment, it was discovered that the inaccurate reading was from the disposable pulse oximeter probe.